Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unknown source was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain five of five of peritoneal dialysis therapy. A leak was observed but the location and cause of the leak could not be determined. There was nothing unusual found during troubleshooting that would cause or contribute to the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.